Manufacturer narrative:
Device received with scratches on lcd display window corners noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump randomly shuts off and goes black and also powers down without notification customer's blood glucose level was unknown at the time of incident. Customers stated that the insulin pump has multiple scratches and had unexplained no delivery alarm. The insulin pump will not be returned for analysis.